Event description:
There have been numerous complaints in the past week by the surgeons in the operating room concerning the new skin marking pens facility has been using. These pens do not mark adequately on the skin even though their expiration date, is not unitl 1998 and even though they don't seem to be dry. All the surgeons agree that the previous pens they were using performed much better. Old pens were made by another co.